Event description:
Patient was revised to address acetabular cup loosening and possible alval.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
MFR# rejected as a duplicate of this product: 1818910-2012-73506. Added/corrected: brand name, device product code, catalog #/lot #, date of implant, PMA/510(k) #, manufacture date. Update: (B)(4) 2012 - litigation papers allege patient suffered pain and discomfort causing unnecessary and additional surgeries, metallosis exposure, and excessive levels of chromium and cobalt. Doi provided. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received which identified part/lot information. Depuy still considers the investigation closed at this time.